Event description:
Procedure type: hernia. According to the reporter: upon firing, handle jammed and would not deploy tacks properly. Opened a new lot number. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4). The customer's reported problem of transfer set falling off was not confirmed due to the lack of sample available for evaluation. A batch review was performed and revealed no problems. Since a sample was not available for evaluation; the root cause was not determined. Since there is not enough detail to determine the failure source, no potential causes can be listed.

Event description:
A nurse reported that a transfer set fell off a home patient (hp). The nurse stated that she did not recall the specific details regarding the incident. She stated that the transfer set fell off the hp and that it was replaced in the clinic. The hp was given prophylactic antibiotics and was no patient injury as a result of this incident. No further information was available.

Manufacturer narrative:
(B)(4). The sample was requested for evaluation. The sample was not available. A batch review will be performed on the lot number provided.